Event description:
It was reported that a spectrum pump had an unspecified occlusion issue before use at the surgery area. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Review of the event history log found 'downstream occlusion!' Messages for customer-reported allegation 'occlusion' . A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.